Event description:
The customer reported to olympus, that the small intestinal videoscope had no air / water flow. The device was returned for evaluation. During the device evaluation, the foreign material on the air / water tube and cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the air / water cylinder had no color, the suction cylinder had no color, the forceps channel port had corrosion, the electrical connector had corrosion due to water leakage, the flexible printed circuit board had corrosion due to water leakage, water tightness was lost due to a pinching on the bending section cover, the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover, the plastic distal end cover had a crack, the nozzle was deformed, third party repairs were evident on the nozzle, the objective lens had a crack, the light guide lens had corrosion, the connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air/water cylinder and the air/water channel, but the foreign object could not be identified. Due to leakage from the curved rubber, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual sif-q180 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.